Event description:
Ous MDR - after finishing the implantation procedure a decrease of the pacing impedance was reported. The lead was explanted and replaced due to a suspected insulation damage. The damage of the lead reportedly originated from the suture sleeve during the implantation procedure.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed approx. 16 cm distal to the is-1 connector pin in the region of the suture sleeve deformations of the outer conductor coil as mentioned in the complaint description. At this position damages of the insulation were detected. Based on the characteristics, it is reasonable to assume that these deformations resulted from a tight suture. Furthermore, a bend in the distal part of the lead was noted which occurred most likely due to mechanical forces applied during the implantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.